Event description:
The patient came in for a post-op appointment 10 months after the primary surgery and it was determined that the patient needed to be converted because the quadricep was not strong enough and was causing the knee to hyperextend. All components were revised and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09-dec-2021. Lot 1909485: (B)(4). Expiration date: 2025-mar-02. No anomalies found related to the problem. (B)(4). Additional devices involved: gmk-sphere 02.12.0512fl tibial insert fixed sphere flex size 5/12 mm l (k121416) lot. 1909425; lot 1909425: (B)(4). Expiration date: 2024-nov-13. No anomalies found related to the problem. (B)(4). Gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 1909601; lot 1909601: (B)(4). Expiration date: 2025-mar-04. No anomalies found related to the problem. (B)(4). Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot. 2006038; lot 2006038: (B)(4). Expiration date: 2025-jul-22. No anomalies found related to the problem. (B)(4).